Event description:
Additional information was received from the patient. The patient clarified that the device simply stopped working and unable to remedy that, stating they were prompted to contact the hcp. Patient stated that it was undetermined if the device not working was caused by normal battery depletion, the most likely cause was suspected to be /because it was an old battery. Replacement was scheduled for (B)(6) 2024. Issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their implant was no longer working and was off. Patient provided event date as in january. Patient stated they will be getting a replacement done in august. Patient inquired if they can have an MRI of their head before they get their implant replaced. Reviewed MRI guidelines and redirected patient to healthcare provider to confirm implant is at end of service life (eos). Reviewed eos considerations. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.